Event description:
It was reported the stimulator turns off. The patient needs to use her patient programmer to turn the stimulator back on. The patient will keep a journal of when this occurs, including the patient's position and location. Additional information has been requested from the hcp, but was not available as of the date of this report.